Event description:
It was reported the patient's blood glucose levels rose to 21.2 mmol/l (381.6 mg/dl) while wearing the pod on the arm for between 25 and 36 hours. Manual insulin injection was administered for treatment.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown and the exact cause of the event could not be determined. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.